Manufacturer narrative:
Conclusion: based on limited information received, it can be assumed that the device was explanted due to an active electrode migration likely induced by the observed inadequate device fixation. Additionally, damage to the active electrode likely caused by minute device mobility was found. This is a final report.

Event description:
Patient was re-implanted on (B)(6) 2016, reportedly due to implant migration due to inadequate fixation. Hearing performance was affected. An incident of accident or trauma is unknown. Despite requested, further information was not received.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was re-implanted on (B)(6) 2016, reportedly due to implant migration due to bad fixation. Hearing performance was affected. An incident of accident or trauma is unknown.